Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that while in his grandmother's care, the (B)(6) old patient attempted to change his insulin cartridge on his own without prior proper training. After the insulin cartridge was changed the patient began vomiting and an ambulance was called. His blood glucose level was measured at 2.3 mmol/l. The entire contents of the insulin cartridge were alleged to have been administered to the patient. The device was checked by an (B)(6) and there was nothing in the history of the device to indicate a rapid infusion of insulin had been programmed. The insertion device was requested to be returned for product evaluation.